Event description:
The reporter stated that pump was being used to administer piperacillin through the second port of a double lumen broviac. The medication was programmed and it was later noted that the pump had infused greater than desired. The reporter was not sure at the time if the pump was at issue or if this was related to user error.